Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred in 23 november, 2024 and 24 november, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. When the pump was disconnected, the pump had not fully infused. The device was removed and kept in a bag. Subsequently, the pump was torn, and the solution was found to have leaked into the bag. The device contained flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 13-15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested possible underinfusion. However, there is no evidence of leak. The reported 'underinfusion' was only verified in the photo. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.